Manufacturer narrative:
(B)(6). Device has been received, evaluation has yet begun. (B)(4).

Event description:
During a medial meniscus repair of the red area procedure using a contralateral approach it was reported that t1 and t2 simultaneously deployed. This occurred while attempting to deploy the first implant in the patient. Both implants were able to be removed by the surgeon; neither implant remains in the patient unsupported. A back-up device was used to complete the repair and the patient was okay post-procedure. No patient injury or delays were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remains on the needle. T/suture construct shows no abnormalities. The actuator is in its t2 post deployment position indicating a complete deployment of both ts. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The reported failure mode cannot be confirmed. Root cause undetermined after investigation. (B)(4).